Manufacturer narrative:
Product ID: 8731, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 60 mg/ml of morphine at an unknown dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On 2017-sep-20, it was reported that, two years prior, the patient's catheter was not in their spine and thought that the medication was pumping into them. The patient noted that they communicated it to their healthcare provider two years prior to the report. The patient had an x-ray and a CT scan. According to these tests, the patient had water in their lungs and "little sugar cube looking things" in their spine everywhere. No further complications were reported.